Manufacturer narrative:
The date of event is (B)(6) 2024. Radiometer investigations of the provided data, was not able to determine the root cause.

Event description:
According to the complaint, on june 18th the customer experienced data issues between the abl90 flex plus analyzer (serial number: (B)(6)) and I-stat. The following differences in the patient results have been observed a sample from patient with alkalosis was measured with abl90 flex plus analyzer and I-stat. I-stat result : k+ (mmol/l) : 2.8 abl90 flex plus result : k+ (mmol/l) : 4.0 there was no observed problem with the calibration and qc, and had no error in sample measurements. Based on these, the customer had reported the results from the abl90 flex plus analyzer as discrepant.